Event description:
Related to MFR. Report no. 2183959-2014-00088. It was reported the patient had an advance sling implanted on an unknown date. The patient's incontinence initially improved and then worsened over time. On (B)(6) 2014, the patient was implanted with another incontinence device. No patient complications were reported in relation to this event.